Event description:
Patient with bilateral total hip replacements for avascular necrosis. On day of event, patient states he was standing and when he twisted to the right, he felt a pop in his left hip causing him to fall to the ground. He was then unable to ambulate or weight bear. He was admitted to the emergency department and xray revealed a fracture of the neck of the femoral component of the arthroplasty device with superior migration of the left femur. Fractured modular neck, wright medical big femoral head, metal on metal prosthesis. Manufacturer response (as per reporter) for hip prosthesis, modular femoral neck, big, metal on metal prosthesisfiling FDA report

Event description:
Patient with bilateral total hip replacements for avascular necrosis. On day of event, patient states he was standing and when he twisted to the right, he felt a pop in his left hip causing him to fall to the ground. He was then unable to ambulate or weight bear. He was admitted to the emergency department and xray revealed a fracture of the neck of the femoral component of the arthroplasty device with superior migration of the left femur. Fractured modular neck, wright medical big femoral head, metal on metal prosthesis. Manufacturer response (as per reporter) for hip prosthesis, modular femoral neck, big, metal on metal prosthesisfiling FDA report